Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The surgeon was unwilling to provide further information. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient had difficult seeing. The iol was exchanged for a different lens model five months following the initial implant procedure. The patient has also had a lasik procedure performed. The sample is not available. Additional information is not expected.

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).